Event description:
A patient underwent a port placement procedure using groshong single lumen powerport. It was reported that, sometimes later port placement procedure, the catheter has allegedly found broken. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port with an attached groshong catheter in two segments was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted to the attached catheter approximately 6.7cm from the distal end of the cath-lock and was elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. The distal catheter segment was returned and measured approximately 12.2cm in length. A complete circumferential break was noted to the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. A split was noted to the proximal end of the distal catheter segment. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation, wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Lthough a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using groshong single lumen powerport. On (B)(6) 2025, it was reported that, sometimes later port placement procedure, the catheter has allegedly found broken. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.